Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion and excessive no delivery alarm tests due to prime fill anomaly. Unit passed displacement, rewind and basic occlusion. No off no power noted during testing. Unit was received with cracked reservoir tube, battery tube threads and scratched display window.

Event description:
It was reported that the customer had symptoms of high blood glucose, was vomiting, and had nausea. Reviewed the programming and the bolus did match with the daily totals. Programmed a bolus and insulin did exit as well the bolus was in the bolus history. Troubleshooting was performed, and no damage to the drive support cap noted. The customer blood glucose was 586mg/dl and treated with a bolus of 18.0 units. After half an hour the glucose level was 800mg/dl. Reviewed the bolus history and removed the cannula. The needle was bent twice, but there was no no delivery alarms. The customer changed the infusion set, delivered a bolus, and the glucose level dropped. The customer did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.